Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis. The reported complaint was confirmed by failure analysis. The medium-large clip instrument was analyzed and found to have imprecise motion. The medium-large clip applier instrument was placed and driven on an in-house system, and it passed the recognition and engagement tests. The instrument exhibited imprecise motion when the master tool manipulators (mtm) were manipulated in the yaw direction. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed. The instrument's grip tips were not moving intuitively, they were not following the mtm input commands smoothly. Further evaluation of the medium-large clip applier instrument found it had multiple input disks cracked. Input disk #6 and #7 was found cracked inside the housing. The other backend components adjacent to the cracked inputs did not show damage.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon stated that right when firing, the medium-large clip applier jerked downward away from the targeted vessel. Surgeon regained the clip and used it then took out the instrument and observed it was moving on its own and jerking. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.